Event description:
It was reported to our sales rep (B)(6) that during surgery a piece of the tip is broken. It was furthermore reported that the pt was x-rayed and the broken piece is not fallen into his body.

Manufacturer narrative:
Add'l info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.